Manufacturer narrative:
The t:slim g4 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the customer was loading new supplies onto the pump, air bubbles were observed in the luer lock and tubing. Reportedly, the customer changed the cartridge and primed the tubing with 35 units of insulin, however air bubbles were still observed. The customer's blood glucose (bg) level was 365 mg/dl with a high level of ketones. The ketone level was considered as being dangerous by a healthcare provider. The customer administered a manual injection. Reportedly, the customer had performed the air extraction technique incorrectly. Tandem technical support (cts) educated the customer regarding the correct technique. The customer loaded new supplies successfully. Additionally, while reviewing the pump history, it was reported that an incomplete bolus alert occurred. The customer's blood glucose level was 317 mg/dl with a high level of ketones. The customer reported that they did not recall receiving the alert, however the customer confirmed that they had navigated to the bolus request screen without exiting. Cts educated the customer regarding the alert. The customer also indicated that the high bg may be related to a ¿morning dawn effect¿ between the ours of 1:00am to 5:00am.